Event description:
It was reported that the ilet user announced a ¿more than usual¿ dinner and subsequently experienced a low blood glucose; during follow-up the user recognized the meal should have been announced as ¿usual,¿ indicating an incorrect meal size entry. Symptoms included hypoglycemia with a nadir of 53 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication and interviews, along with analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified related to announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.